Event description:
The physician successfully deployed an embolished embolic protection device into the patient's left internal carotid artery. An xact carotid stent was then deployed. After removal of the embolic filter, the patient had right-sided weakness and aphasia. A clot was noted in the cerebral artery. A neuroform stent was inserted and flow was improved however, the patient's condition remained the same. Three days later, the patient was taken to surgery for placement of an external ventricular drain. The patient's condition progressively deteriorated and five days later, the patient died.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.